Event description:
The customer reported via phone call that they had difficulty removing the needle hub from the insertion site. Customer stated the sensor was attached to the needle hub when attempting to insert the sensor to their body. Customer's blood glucose was 110 mg/dl. The sensor will be returned and replaced.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted on other side of sensor base. Also found cannula damage with broken part still in tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per spec.